Manufacturer narrative:
Isi has not received the stapler sheath accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, a piece of the stapler sheath accessory broke off and fell inside the patient. The missing fragment was not found or retrieved. At this time, it is unknown what caused the breakage to occur or if the fragment from the stapler sheath accessory was actually retained inside the patient.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, a piece of the stapler sheath accessory broke off inside the patient. The piece of sheath that fell into the patient was not retrieved as it was unable to be located. The procedure was completed with no report of patient harm, adverse outcome or injury. On 07/10/2019, intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information: the piece of the stapler sheath was tiny (1 mm maybe) and may or may not have fallen inside the patient. According to the csr, the site was planning on following their policy to perform an x-ray following the case. On 07/12/2019, isi followed up with the site's nurse supervisor and obtained the following additional information: the stapler sheath accessory tore while the stapler instrument was being removed from the trocar. The instrument's wrist was reportedly ¿slightly bent¿ when the surgeon was pulling it through the trocar. The broken sheath was immediately noticed. The or staff checked the wrist of the instrument for the piece of the sheath missing, but did not find it. Per hospital policy, an x-ray was taken to search for the missing piece. The nurse was not aware of any intra-operative complications. It is not known if the patient experienced post-surgical complications related to possibly retaining a foreign object. The hospital is keeping the subject sheath accessory for their risk department.